Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Technical support confirmed the pump was under warranty and arranged to replace it. The customer planned to use a backup insulin pump to maintain insulin delivery and was instructed to put the faulty pump into storage mode before returning it with a prepaid label.